Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The patient was admitted due to wound dehiscence of the pacemaker site. Intravenous antibiotics were given to the patient. There were no additional adverse patient effects reported. The pacemaker was explanted.